Manufacturer narrative:
This issue was initially reported to FDA medwatch under report number: mw5183159, who then reported to the manufacturer. The device model was not reported. The part number was entered as 554-2003-001 on this form 3500a based on the reported anatomical area the procedure was performed (knee). It is possible that a different device model was used.

Event description:
A patient reported to the FDA medwatch program that a portion of the microtip needle was retained in his knee following a procedure with the tenex system. As a result, he required a revision surgery at a later date.